Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were made by tandem clinical support, and no response was received by the customer. No additional information was provided.